Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she needed medical assistance because she had a low blood glucose episode while she was sleeping. Her blood glucose at the time of incident was approximately 40 mg/dl. The patient was taken to the hospital but not admitted as an inpatient. Troubleshooting for regarding her low blood glucose level was declined because the customer stated that everything was fine. No products were returned or shipped.